Event description:
A pt reported an alleged serious bacterial infection "that caused an abscess" after swimming in the sea in august of 2003. The contact's letter alleges serious sight threatening injury that required intensive treatment to avoid enucleation. Clinical details are not available.